Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a patient with blurry vision in the right eye post laser treatment. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
At the visit on site the fse (field service engineer) replaced the laser head as a preventive measure and verified the system according to specifications successfully. Log file review shows that all started treatments were completed to 100% without interruption and all laser system functions were within specifications at this day. No technical root cause was identified as the system was found to be within specifications. (B)(4).